Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced a weak signal and blood glucose versus sensor glucose differences. Customer states sensor glucose was 128 and blood glucose was 44 mg/dl. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, and no air found in tubing. Insulin pump passed displacement test. After troubleshooting, customer was advised to contact healthcare professional regarding low blood glucose. No further information provided.